Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with urinary incontinence, the physician tried to cycle the device but it would not cycle. A revision surgery was performed, the pump was exposed and no fluid was observed. The balloon was filled and a leak from a hole was observed; therefore, the balloon was replaced but the original one was not explanted. The patient fully recovered.